Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated that when using u by kotex sleek regular absorbency, tampon pledget fell apart into pieces. The consumer did not mention medical attention.